Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735994, serial/lot #: (B)(6), h3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. The network (product ID: net 9735994 sec app-wired-confd s8 svc, serial/lot: (B)(6) ) was returned to the manufacturer for analysis. Analysis found that there was a network or hardware configuration failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to connect to the checkpoint firewall/router and the wi-fi client endpoint. During troubleshooting, the manufacturer representative did the following: hard rebooted the system and then upon boot up, ensured that the system had been on long enough for the components to boot up (more than 3 minutes); removed covers to get access to the wireless endpoint; verified all connections from the wireless endpoint to the router as well as power; verified the lights were on the front of the wireless endpoint; tried swapping the network cable using any other available cable to connect the wi-fi endpoint with the dmz port on the router. It was noted that the troubleshooting did not resolve the issue. Additional information was received. It was further reported that while replacing the router, the straight replacement and connecting cables did not resolve the issue. It was confirmed that the endpoint was not routed to the dmz port on router. Once it was plugged into the dmz and the system was rebooted, the connection functioned as intended. No patient was present when the issue was identified.